Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
It was reported that the toothbrush while charging started smoking and a small fire started melting charger. No injuries or property damage was reported. A potential safety hazard was identified.